Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient representative said that the patient got a different stimulator put in from competitor device on wednesday because "their ins no longer offers what the patient needs". They said the implant never worked for the patient because "you dont offer the single lead like he had back in the 1990s and early 2000s, he went to a bigger paddle".